Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1g, intraperitoneal, once daily) and amikacin injection (500mg, intraperitoneal, stat, discontinued), followed by amikacin injection (100mg, intraperitoneal, once daily). It was reported that the patient and caregiver were retrained on proper aseptic techniques. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events, and remained hospitalized. No additional information is available.

Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that the patient recovered from the peritonitis, amikacin was discontinued and the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that treatment with vancomyin injection was discontinued; however, treatment with amikacin injection (100mg) was ongoing. Should additional relevant information become available, a supplemental report will be submitted.